Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred with multiple cartridges during the load process. The customer's blood glucose level was 180 mg/dl. It was indicated that the customer had short-acting insulin available for alternate insulin therapy.